Manufacturer narrative:
A customer reported an event of a "oil mist filter failure" with their sterrad® 100nx sterilizer and it is unclear whether there was any odor/smell or smoke/haze due to this event. To: a customer reported an event of a "oil mist filter failure" with their sterrad® nx sterilizer and it is unclear whether there was any odor/smell or smoke/haze due to this event. The supplemental report submitted on 3/15/2019 incorrectly stated the oil return valve hose was replaced to resolve the oil leak/haze issue. Instead, the oil return valve was repaired to resolve the issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Manufacturer narrative:
An oil mist filter failure was initially reported by the customer. Upon follow-up, it was determined this issue was instead an oil leakage from their sterrad® 100nx sterilizer. A field service engineer was dispatched to the customer site. The oil return valve hose was replaced to resolve the oil leak/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Device manufacture date: correction from 7/7/2016 to 6/28/2016. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the oil leak/haze issue, and system risk analysis (sra). Trending analysis of the oil leak/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the oil leak/haze issue is the oil return valve hose. The field service engineer repaired the part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "oil mist filter failure" with their sterrad® 100nx sterilizer and it is unclear whether there was any odor/smell or smoke/haze due to this event. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury. Advanced sterilization products (asp) will continue to follow-up for additional information regarding this event.